Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 ranged from below 40 mg/dl to above 250 mg/dl and below 500 mg/dl without signs or symptoms of hypoglycemia and hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the insulin-on-board feature was turned off. There was no indication or allegation of a device malfunction or of a use error. This complaint is being reported because the reported serious health event was attributed to use error.

Manufacturer narrative:
Follow-up #1 date of submission 11/23/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the pump was never used for insulin deliveries. The insulin on board feature was set to off when the pump was received. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The insulin on board feature functioned appropriately during investigation: deliveries performed during investigation were correctly reflected within the feature. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.